Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's physician wanted to know if ventricular pacing was triggering arrhythmias. It was noted that the pacing was likely not triggering arrhythmias, however the device was reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.